Manufacturer narrative:
H3:product analysis confirmed, the power button dosn't work. The usb port is damaged. The upper chassis is missing one mounting point for a short antenna. The front bezel has cracked mounting points. The emi shield m984976a001 and emi shield part 5 m984980a001 are bent. One knob on the eic board is loose. The software present is v1.6.4 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim 4.0 does not work. There was no patient impact.